Event description:
Boston scientific received information that this patient experienced a syncopal event for unknown reasons. The patient has an implanted device that has been in service for over 14 years. A magnet was placed over the device to determine device functionality and there was no magnet response. The device was explanted and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.